Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with tumescent infiltration pump. The customer states that tumescent pump was an "out of box failure." When the unit is turned on with the power switch, it starts running on its own, without turning up the dial, or pressing the foot pedal. The only way we could control the flow is to manually turn on and off the unit with the power switch.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.